Event description:
Date of the event was reported to be in 2009, exact day if unavailable. It was reported to boston scientific corp that a c.r.e. Balloon dilatation catheter was used for an esophageal dilatation procedure. Per the complainant, during the procedure, the balloon burst at approximately 5atms of pressure. The procedure was completed with another c.r.e balloon dilatation catheter. There has been no report of complications or injury to the pt due to this event. Post procedure, pt's info is unavailable.

Manufacturer narrative:
The device has been rec'd by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch will be filed.